Manufacturer narrative:
Lot number has not been identified for this complaint. (Currently identified as unknown) investigation of the event by the manufacturing site is ongoing.

Event description:
They encountered an issue with the enclosed suction tubing and the suction tubing "fell off" at the device [device issue] the enclosed suction tubing was replaced by the suction tubing that the hospital uses [wrong technique in device usage process] no other ae/pqc reported. [No adverse event] case narrative: this spontaneous report originating from united states was received from a physician referring to a female patient of unknown age via clinical account specialist (cas). The patient¿s historical condition included pregnancy and delivery. The patient¿s current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately in 2024 (reported as approximately 6 weeks ago), the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. Approximately in 2024 (reported as 6 weeks ago), the patient was hospitalized, the physician had encountered an issue with the enclosed suction tubing as the suction tubing fell off at the device (device issue). The enclosed suction tubing was replaced by the suction tubing that the hospital used (wrong technique in device usage process) and no further problems with the hospital suction tubing connected. No patient history, outcome, or other information was provided. The lot number and device were not available. It was discarded after use. No other adverse event (ae) (no adverse event)/ product quality complaint (pqc) reported. This is one of several reports received from the same reporter was linked with case #o2408usa000021 for same events. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.